Event description:
It was reported that during procedure, an error code 375 occurred repeatedly. It was indicated that the procedure was not completed due to another reason. There were no patient complications. No further information was provided. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.